Event description:
It was reported that the device returned for planned maintenance. Service and repair team confirmed that the piece of bur stuck inside the handpiece. There was no patient involved in this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the service report (403314738) noted that the customer requested preventative maintenance, no other issues reported. However, discovered that the handpiece had a blade stuck inside the housing. Visually, the shaft was broken 2.74 inches from the distal end of the inner hub to the broken point. The broken shaft was bent and had indentions and tool marks on it. The proximal end of the inner hub (chevrons) was damaged (seal was intact). The distal end of the inner hub was deformed (the outside diameter of the hub). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in the undamaged area and up to 0.354 inches in the deformed area which was out of specification. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. H6: codes updated. Previous applied fdm b21, fdr c21, fdc d16, img g04041 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.